Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported the test on her brand new adc meter doesn't start after sample is applied and as a result of being unable to test since (B)(6) 2011, she experienced a loss of consciousness on (B)(6) 2011. The customer reportedly fainted at the park and felt dizzy, weak, sick to her stomach and self-treated by drinking (B)(6) and eating (B)(6) to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.